Event description:
During the use of the capio device, it misfired while the suture was being placed in the ligament. The suture was then attempted to be retrieved; when removed, the bullet head tip of the needle was noted to no longer be attached. Due to size of the suture, it was retained in the pt. Ref report: (B)(4).